Event description:
It was reported cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and after resetting, the error code did not appear again. Customer successfully started their sensor session afterward.